Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 40 mg/dl. Specific bg level was not provided. Reportedly, the low bg occurred because the customer exercised immediately after administering a bolus via the pump. The customer confirmed that there were no issues with the pump or related supplies. The customer resolved the bg by drinking soda.